Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm. Alarm history showed two power error alarms, battery failed alarm and a delivery stopped. Insulin pump also experienced an unexpected restart. Customer was advised to monitor insulin pump. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms the root cause is the non-sleep anomaly software error. The insulin pump was monitored for 24 hours, the battery was removed from pump and monitored for 10 minutes; the insulin pump powered up properly after insertion of the battery and no pump error 23 or failed battery test noted. The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window, case and keypad overlay.